Event description:
It was reported that the gastrointestinal videoscope had no image. The issue was identified during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus, and inspection done by third party repair center and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image clarity (image whiteout) failed a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to defective charged coupled device should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.